Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. It is possible that the clip delivery system experienced excessive tension while in the anatomy possibly due to excessive curves, resulting in the gripper actuation issue; however, based on the information reviewed and without the device to analyze, a cause for the reported gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. One gripper did not come down, after pulling back to left atrium, it was noted that the lock lever was not completely down. The lock line was completely lowered, and both gripper arms were lowered. The procedure continued, one clip was implanted reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.